Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No sticky button was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, a cracked reservoir tube near the reservoir tube window and cracked battery tube threads.

Event description:
Customer reported the buttons on the insulin pump are not responding. Customer was trying to bolus and the buttons were stuck. Customer couldn't recall exact date of when issue occurred. Customer's current blood glucose was 190 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.